Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler after removing the cassette. The pdrn reported receiving drain complication and fill complication alarms during treatment and the treatment was cancelled. A stat drain was performed while in dwell 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option, another clinic cycler was available. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.